Event description:
It was reported that the foot switch failed to halt energy delivery. A maestro 4000 footswitch was an ablation procedure. However during an af ablation the generator continued to deliver radiofrequency while the pedal was no longer activated. The issue was noticed after a few seconds. A generator change during the procedure was necessary. There was no patient complications reported and the procedure was completed using this device.